Event description:
Event description guidant received information that the right and left ventricular leads had disldged one day after implantation while the patient was still hospitalized. During the lead revision procedure, a competitor's torque wrench was used and broke off in the distal set screw of the atrial lead port of this implantable cardioverter defibrillator (ICD). The device could no longer be used and was explanted.